Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported vitrectome cuts a little slower during use at a cut rate of 20,000 cuts per minute (cpm) of vitrectomy surgery. That also pulls harder and harder on the vitreous, which was undesirable. The vitrectome sometimes worked properly by lowering the cut rate. The vitrectomy did not stop cutting completely. The surgery was completed with new vitrectomy. There was no patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The used 25+gauge (ga) 20000 (20k) cuts per minute (cpm) probe was visually inspected, and no obvious defects were found. No occlusion nor detachment were found in the tubing insertion to the probe engine. The probe manifold was tested on the console software. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe manifold and the console. 20000 cut rate displayed on the screen when the radio frequency identification (rfid) connectors were engaged to the console. No message code appeared on the screen. The probe could actuate in momentary vitrectomy mode. No damage was found on the probe manifold. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.